Event description:
It was reported that the system had a ma on in error message. This error will likely cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv tank was evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.